Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, there was visible moisture behind the display lens. A leak test was performed; the pump passed the leak test without any evidence of leaking into the pump. On investigation, the pump powered on; however, the keypad buttons were unresponsive when tested. There was no contamination of the button contacts when examined. The pump was opened for further investigation and revealed moisture corrosion throughout the pump¿s interior including the interior components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).